Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit suddenly started to make a steady, high-pitched, and continuous alarm tone. The nurse entered the room. The iabp was found to have stopped pumping. The screen read "communication error." A nurse quickly retrieved backup iabp. Patient was switched to new pump within approximately 2-3 mins without further incident. Patient required no further intervention. No harm to the patient was noted.

Manufacturer narrative:
Corrected fields; d4(UDI). At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.